Event description:
In this case, it was reported via the implant patient registry that the valve was explanted after an implant duration of approximately 7 days . Through follow-up with the health-care provider, it was learned that the explant was due to paravalvular leak. The hcp also noted that the event was procedure related and not related to any device malfunction. The explanted device was replaced with another edwards bioprosthesis valve. Additional information provided by the hcp, the patient expired approximately 21 days after re-implantation due to unknown reasons. The hcp also noted that the subject device and the re-implanted device did not cause or contributed to the patient's death. There is no allegation of device malfunction or quality deficiency. No other details reported.

Manufacturer narrative:
Device not returned. Unfortunately, the subject device has been discarded by the health-care provider, therefore, the device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The most common reason for perivalvular leak is inadequate debridement of a calcified annulus and is not a result of device malfunction. In this case, per hcp the event was procedure related and not related to any device malfunction. The hcp also noted that the subject device and the re-implanted device did not cause or contributed to the patient's death. There is no allegation of device malfunction or quality deficiency. No further actions are possible with the available information.